Event description:
The injector was set up for 4cc/sec and started. During the first few seconds the patient started to scream due to the contrast starting to extravasate. The eda extravasation detection accessory was disabled during the procedure. The technician tried to touch the remote control to pause injection, although it did not stop. Technician went into the scanner area and disconnected the tubing from the injector. No further contrast was injected. Facility was not sure how much contrast actually extravasated. Plastic surgeon was called in for consulatation and patient was given wydase. Patient appeared to be doing well subsequent to the event.